Event description:
The customer stated she was hospitalized due to hypoglycemia. The customer was connected during the manual prime when an alarm occurred on the insulin pump. The customer's blood glucose reading at the time of the report was 375 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.